Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the v60 ventilator indicating that the device did not trigger spontaneous breathing. The device was reported to be outside of use at the time of the reported problem. No patient/user harm reported. The customer alleged to the remote service engineer (rse) that an alarm occurred stating spontaneous breath was not triggered. The customer was unable to verify any error codes in the event log and was unable to duplicate the issue. The rse informed the customer that if they were unable to duplicate the issue or find it in the event log, then they should perform a performance verification test (pvt) before returning the device to service. No further service was required. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.